Manufacturer narrative:
Analysis of the stimloc screw found the threads damaged. The tip was rounded and appeared to be folded over.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider (hcp) reported that the stimloc bone screws failed to set securely while trying to attach the base ring during a procedure. This occurred during a stage 1 deep brain stimulation (dbs) case. Screws from a different kit were used to secure the base ring around the burr hole. The issue was resolved at the time of this report. The patient was alive with no injury. The device was being returned for analysis. Relevant medical history included essential tremor. No follow-up was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.